Manufacturer narrative:
-

Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a revaclear 300 dialyzer. Approximately 30 minutes into the treatment the patient developed hives and shortness of breath. The patient was administered two doses of fenistil and 100 mg solu decortin. The treatment was terminated 5 minutes prior to the prescribed time.